Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system was not booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that a hospital employee had accidentally pressed the emergency stop button, and the hospital's mains power supply had also been switched off. On further troubleshooting, fse found that the marathon ups switch within the system was broken. To resolve the issue fse bypassed the ups and connected the system directly to the mains power. After repairs the device returned to good working order. He codes were updated based on the investigation outcome.